Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was zapping them and they were having trouble connecting to the ins and hadn't been able to do so since yesterday. They keep getting "device not responding". Reviewed the option of turning the stimulation down. However, patient was unable to connect to the ins after several attempts and they weren't willing to keep trying. They confirmed they didn't have any bandage on. Patient added they contacted their healthcare provider (hcp) this morning. Redirected to hcp to further address the issue.